Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did receive one (1) unknown biomet screw for evaluation. A visual evaluation was performed, unable to confirm screw loosening with all the available information. This complaint covers the 1st loosening event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. Unable to confirm loosening with all the available information. The reported loosening event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the crown unscrewed many times. Tooth site 26.